Event description:
It was reported that prior to implant, during the mapping procedure, the implantable cardiac monitor only recorded noise and there was no signal observed. The icm was not used and a different icm was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #the device was returned and analyzed. The reason for return could not be duplicated during lab testing. (B)(4).